Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right atrial lead exhibited high capture. Chest x-ray was performed and revealed the lead had dislodged. The lead was explanted and replaced with no complications. The patient was in stable condition post operation.